Manufacturer narrative:
(B)(4). Device evaluated by MFR. :a visual and tactile examination identified no damage to the device or bonds that could have contributed to the complaint incident. The device was received with the stent fully deployed from the delivery system. A visual and microscopic inspection of the stent identified no issues or damage that could have contributed to the complaint incident. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the iliac vein. A 12x90/8fr wallstent® endoprosthesis was advanced to treat the lesion. However, during deployment, before reaching the marker band limit, the stent would no longer deploy. The physician attempted to constrain the stent but great resistance was encountered. The physician slightly advanced and withdrew the stent twice but the stent could still not be constrained. Finally, the device was removed together with the piercing sheath with parts of the stent still out of the delivery system. After removal, the physician tried to deploy the stent to see if the stent could still not be deployed. The procedure was completed with another of the same device and the patient was sent for surgery. No patient complications were reported and the patient's status was stable.